Event description:
It was reported that the customer passed away and the cause of death is unknown. The family member did not know too many details and was limited with the info they could provide. The customer was wearing the pump at time of death. In addition, the nurse stated the customer began the pump therapy about a month ago. It was mentioned that they were non-compliant as far as keeping the crucial appointments. The last time the dr spoke with the customer, customer had run out of supplies. However, the customer was found wearing the pump. A few days later, the nurse called back and indicated that the customer passed away of hypoglycemia.